Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. There were no reports of adverse pt events or delays in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to a broken distal pressure sensor pin. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.